Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for 2 colony forming units (cfus) of bacillus spp mesophiles and pseudomonas spp on nov 27, 2025. On dec 5, 2025, the scope tested positive for 10 cfus of autres, enterobacter cloacae, and staphylococcus coagulase negative. On dec 19, 2025, the scope tested positive for >80 cfus of staphylococcus coagulase negative. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.